Event description:
It is reported that the femoral component and stem extension disengaged form each other post-operatively. At the time of the removal it was indicated that the joint was infected. The surgeon and patient agreed the surgery on (B)(6) 2014 was the last attempt to salvage the joint. Several surgeries preceded this one. Actual number of previous surgeries is unknown. The implant was removed and the leg was amputated.

Manufacturer narrative:
This report will be amended when our investigation is complete.